Manufacturer narrative:
Device discarded by customer. The impella 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old (B)(6) male had impella 2.5 pump inserted in the left femoral. Severe aortic regurgitation (ar) appeared after impella was inserted. It was unclear whether ar was caused impella or not so impella was removed. Immediately after removal, patient became cardiopulmonary arrest (cpa), so percutaneous cardiopulmonary support (pcps) was inserted and emergency aortic valve replacement (avr) was implemented.